Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was up to 450 mg/dl. The customer bloused and went to bed early. The customer's blood glucose during the time of incident was 350 mg/dl. The customer stated that she had issues with the reservoir squirting insulin out. The customer stated that when she took of the quickset, it would not deliver any insulin. The customer stated that the reservoir alarmed no delivery. The customer was advised to rewind the pump, place the reservoir in pump and run manual prime to a minimum of 5.0 units. The customer stated that the pump did not alarm no delivery with manual prime. The customer was advised to return the reservoir for analysis.